Event description:
It was reported that during an unknown procedure, while using this colonovideoscope, a broken clip was found inside the patient's colon. The physician felt that something in the scope was causing the clips to deploy prematurely. When the mechanism came out of the scope, the clip was already deployed and it's in the patient's colon. It was mentioned that the physician never initiated to deploy the clips. Additional information was requested but not available at this time. There were no further reports of patient harm.